Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been experiencing discomfort due to the location of the ipg. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2016.